Event description:
It was reported that during a robotic sacrocolpopexy procedure, difficulty was encountered in tying intra-abdominal sutures. The suture material was observed to be fragile approximately 2 cm from the needle insertion point and frayed during suture tying. It was necessary to change the suture material to ensure fixation of the prosthetic device, and suture fragments were removed as needed. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.